Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during fill tubing, no drops of insulin were seen out of the end of the tubing. During troubleshooting with tandem's technical support, the customer tightened the luer lock and fill tubing was resumed successfully. The load process was completed and the customer was able to resume insulin delivery successfully. The customer's blood glucose level was 79 mg/dl.